Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. Although requested, no additional patient demographics provided.

Event description:
It was reported that multiple tubing leaked at "the blue pump clamp site." The event occurred in the emergency department during an initiation of several IV drips for blood pressure support. It was noted that the event did cause a delay in care, but "did not reach patient."